Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, a relative of the lay user/patient contacted lifescan (lfs) alleging her father in law's onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter stated the alleged issue began on (B)(6) 2011 between 8:00-8:15am. The patient reportedly tested on the subject meter prior to going to a senior assisted living center and received a reading of "132 mg/dl." The patient reportedly manages his diabetes using insulin on a fixed regimen (unknown type and dose) and the reporter denied that the patient made changes to his usual diabetes management routine after testing on the subject meter. The reporter claimed that approximately 40-45 minutes later, when he arrived at the center, the home health nurses noticed the patient was "minimally responsive and almost in diabetic coma." The reporter stated they tested his blood glucose on an unknown device and received a reading of '31 mg/dl' and treated the patient with food and drink at approximately 9:00am. After the treatment (unknown time), they retested him and reported a value of '70 mg/dl' and continued to check his blood glucose throughout the day and reportedly he continued to improve. At the time of troubleshooting, the cca noted that sample was taken from an approved site. The subject meter's unit of measure was set correctly. The patient was using off-brand control solution to check the meter and strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received a higher blood glucose value when his blood glucose was less than 40 mg/dl on an hcp device. The patient developed a symptom suggestive of a serious injury after the alleged issue began and was treated by a healthcare professional for hypoglycemia.